Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation.

Event description:
It was reported that, while in use on a patient, a e500 ventilator "shut itself down". Reportedly, "when the incident occured, the device was connected to a extension tap, plugging other devices. Using a suction device along with the device might have caused the power source voltage decline. The device cord was plugged to the wall, the problem was resolved. The device is continuously being used". Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided.